Event description:
It was reported that the customer did not observe insulin drops at the end of the tubing during a specific step of the loading sequence. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge.